Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaint against right device. Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, opening, missing and crease fold, wear abrasion . A microscopic analysis was performed which identify crease sharp opening and non-penetrating nick(stress marks) based on the device analysis the final assessment is: a crease sharp opening on radius assessed as to a fold flaw opening. Non-penetrating nick(stress marks). Missing piece of the shell assessed inconclusive.

Event description:
Healthcare professional reported no complaint against right device. Healthcare professional reported right side rupture. The device has been explanted.